Manufacturer narrative:
Concomitant medical products: product ID: 3550-27, product type: accessory. (B)(4)

Event description:
The manufacturer representative reported that the stylet was jacked up. The stylet bent when the surgeon tried to push it through scar tissue, the stylet was used as it was. During the procedure they did not use another stylet because they did not think the revision kit was compatible. No patient symptoms reported.